Event description:
This report is based on information provided by a philips remote service engineer and a third-party bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the charging port was observed as damaged during preventative maintenance. As the device was at third-party bench for preventative maintenance, there was no patient involvement. No patient or user health consequences or impact occurred.